Event description:
It was reported that during a rotational atherectomy pre-procedure test, the guide wire fractured. As the event occurred at preparation the device had no contact with the pt. No pt injuries or complications were reported.